Event description:
Information received indicates that during implant, bleeding was noted from a hole in the conduit near one supporting ring. The hcp placed an intra-operative repair stitch in the product and the case was completed with no consequence reported for the pt. The device remains implanted.